Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician pulled unit apart to check all wiring and it was good. I went in to recalibrate pdm and was able to get pdm into specification. Now it cycles between 30 and 50. Also completed a 2k preventive maintenance to further ensure unit was running properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that inspiratory time stuck at 23 on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.